Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged low blood glucose (bg) levels (value not provided) were caused by an unspecified infusion set issue; however, this allegation could not be confirmed. Although multiple attempts were made to contact the customer for additional information regarding the reported issue, no reply was received.